Manufacturer narrative:
(B)(4). Baxter received the device. During baxter's functionality testing, the device failed to auto restart during the downstream occlusion test. This reported symptom was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation cannot be performed. No related device malfunction was observed.

Event description:
During baxter's evaluation of a spectrum pump, the device would not auto restart after downstream occlusion. There was no patient involvement.